Event description:
Patient was revised to address knee pain.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the info provided, as the product code and lot numbers required review the device history records and complaint history were not provided. The investigation could not verify or drawn any conclusions about the reported event based on the provided information. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change to outcome of the performed investigation, the complaint will be re-opened.